Event description:
It was reported that when using the pyxis medstation es system, the station had been unresponsive and had displayed a black screen. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There had been no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had been halted at the bios password screen. A field service engineer had effectively replaced the sata cable to address the problem. The system had functioned as intended after the field service engineer had troubleshooted the device